Event description:
I have essure coils implanted and since having them inserted I have been having more body aches, neck aches, pain in my abdomen off and on as well as no more periods, dry, painful sex, and brain fog. Within weeks of the implant I had pain, bloating, and pain in my left side for over 8-9 months. The pain did subside but I still have the above mentioned symptoms. I have neck/shoulder/upper back pain daily. My neck is so stiff I can hardly move it some days.